Event description:
It was reported that the patient experienced high blood glucose and it was corrected by corrective bolus via insulin pen event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6). Patient country: Spain. Name: Medtronic Minimed. Street: 18000 Devonshire Street. City: Northridge. State: CA. Zip Code: 91325. Country: USA. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545. Manufacturing Site: 8021545.